Manufacturer narrative:
The device and cartridge have not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation. Related complaints: 8030665-2013-00873, 00937, 8030665-2014-00007, 00053, 00086, 00102, 00103, 00104.

Event description:
A peritoneal dialysis patient reported an air cassette alarm towards the end of treatment. A fluid leak was identified near the cycler door. There was a hole in the seal of the cartridge near the cone part. The patient finished the treatment with manual exchange. Her effluent fluid was clear. Cefazolin 1g once a day for three days was administered prophylactically. The patient has not reported any adverse event associated with this incident.